Manufacturer narrative:
(B)(4)

Event description:
The customer received analyzer alarms and questionable results for 43 different assays. The customer stated many of the results were accompanied by data flags, but specific information was not provided. The samples were repeated on the other measuring cell of the same analyzer. Of the data provided for 69 patient samples, only the results for 25 were discrepant. The units of measure were requested but were not provided. The erroneous results were reported outside the laboratory and the repeat results were believed to be correct. There was no adverse event. The field service representative replaced the measuring cell and changed the sipper and pinch valve tubing. He ran performance testing which passed. The customer verified there were no further erroneous results after the service visit.